Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02581. It was reported that recapture difficulties occurred and the device became kinked. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system along with a watchman access system (was) were selected. The closure device was deployed; however, they found that there were several "reflux" under imaging. After multiple "not fully" recaptures were performed the tip of the was sheath became kinked. The device was able to be fully contained within the was and the devices were removed together. Outside of the patient, the wds could not be removed from the was. The procedure was completed with new watchman devices. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access sheath (was) and the 33mm watchman delivery system (wds). The wds was received inside the shaft of the was. There were numerous kinks throughout the shaft; however, majority of the kinks were near the tip. The wds was able to be removed from the was with no issues. The wds used in the procedure was used for functional testing. An attempt to recapture the implant was unsuccessful, due to the damage of the wds and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-02581. It was reported that recapture difficulties occurred and the device became kinked. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system along with a watchman access system (was) were selected. The closure device was deployed; however, they found that there were several "reflux" under imaging. After multiple "not fully" recaptures were performed the tip of the was sheath became kinked. The device was able to be fully contained within the was and the devices were removed together. Outside of the patient, the wds could not be removed from the was. The procedure was completed with new watchman devices. No patient complications were reported and the patient's status is stable.